Manufacturer narrative:
(B)(4). Approximate age of device - 78 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that log files were submitted for review due to elevated powers and estimated flows. In addition, the patient¿s lactate dehydrogenase (ldh) had been in the 600-700¿s u/l (baseline range mid 200-300s u/l) over the past few weeks. The pump sound was normal and the patient had no dark urine. The patient was admitted to the hospital and started on a heparin infusion. The patient¿s ldh and powers decreased back to baseline with treatment. On an unspecified date, the patient was discharged to home, stable. No additional information was provided.

Manufacturer narrative:
A direct correlation between the event and the left ventricular assist system (lvas) could not be conclusively determined. The submitted system controller log file contained approximately 8 days of data, spanning from 20dec2017 at 15:08 to 28dec2017 at 15:25, and captured several elevations in pump power and estimated flow. A specific cause for the change in pump parameters could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.